Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the lms final investigation. Correction: b5, d9. Correction to h6 of the initial report to remove medical device problem code, "2303 - microbial contamination of device". Additional information: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was unable to confirm foreign material came out of the device, therefore, the type of foreign material was not obtained. There was no physical damage and a root cause could not be determined. The following is included in the device instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
B5: correction to b5 of the initial report: it was reported that during preparation for use, the colonovideoscope had foreign material come out when hooked up.

Event description:
It was reported that during preparation for use the colonovideoscope had foreign material come out when hooked up and flushed and tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.